Event description:
It was reported by the customer that on (B)(6) 2010 the fiber forward fired and/or the fiber was damaged at the tip. Also, it was reported that there was no fiber cap in the initial inspection of the fiber tip at 0 joules. The device was not returned for eval.